Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that they woke up with low blood glucose readings of 40 mg/dl and had a button error alarm. Customer did not recall any significant events leading to the alarm. Advised customer the device will be replaced.